Event description:
It was reported that no readings occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient took jardiance as part of his routine daily medications. Between 4:00¿5:00 pm, the patient received an alert indicating that no cgm (continuous glucose monitor) values were being received. No blood glucose (bg) meter readings were taken at that time. The patient was wearing a tandem insulin pump. Later that evening, the patient began experiencing symptoms of agitation and confusion. Around 10:00 pm, these symptoms intensified, and the patient exhibited altered mental status. During this episode, the patient broke down his son¿s door, prompting his wife to call 911 for her safety. Law enforcement responded and transported the patient. The patient¿s wife informed the responding deputy that the patient had diabetes and required a mental health evaluation. While in custody, the patient¿s cgm device was removed. A bg meter reading taken which showed a value of 152 mg/dl. The patient was released the following day, (B)(6) 2025, at approximately 7:00 pm. It was reported that the patient did not receive any medication or treatment during his time with law enforcement. Following his release, the patient presented to the emergency room for evaluation. At that time, his bg meter reading was 215 mg/dl. He was diagnosed with diabetic ketoacidosis (dka) and low electrolyte levels. Treatment included an IV insulin drip. The patient was discharged on (B)(6) 2025 and initiated a new cgm session on the same day. Prior to discharge, his bg meter reading was 115 mg/dl. At the time of reporting, the patient stated he was feeling ¿fine.¿ performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.